Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt's wife reported that her husband's infusion device was beeping continuously and displayed a 2.01 on the screen. She stated that she was not sure how long the power pack had been in use. Co records indicate pt had been notified of the power pack recall. She stated that her husband went to bolus for lunch and noticed that the infusion device was shut down. She reported that his blood glucose measured over 300 mg/dl. The pt administered a large bolus with his infusion device which caused his blood glucose to go very low (value not provided). She stated that her husband became sick to his stomach and was taken to the ER. The pt's wife did not provide the treatment that was rec'd at the hosp. No product will be returned for eval.